Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, and the pacing thresholds steadily increased. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed into two segments 7 centimeters (cm) from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed that the gore covering was abraded through to the distal shocking coils. Under normal circumstances, abrasion of the gore covering will not impact the functionality of the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing thresholds and noise.

Event description:
This supplemental report is being filed as the device evaluation was completed.